Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the internal carotid artery (ica) using a penumbra smart coil (smart coil), non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel using the microcatheter; however, the physician was not satisfied with the placement of the smart coil. While retracting the smart coil to reposition it, the smart coil seemed to have knotted on itself. Therefore, the physician decided to remove the smart coil and microcatheter together, but the smart coil unintentionally detached and migrated distally during the retraction process. The physician attempted to remove the detached smart coil using a snare device but was unsuccessful. A strand of the smart coil remained in the anterior cerebral artery (aca) and ica. The procedure was completed using additional coils to secure the aneurysm. There was no report of an adverse effect to the patient related to the smart coil migration. It was reported that the patient expired after the procedure because of complications caused by the subarachnoid hemorrhage.